Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During the regular follow-up on (B)(6) 2022, the hospital has a concern about a patient suspected of early battery depletion. The patient was indicated for af, had undergone ablation therapy in the past, and had 100% pacing on the atrial site. In addition, the high output voltage on the atrial site is considered to have reduced the residual longevity. The sales rep informed the ce about this and he understood it, but he asked us to analyze the data just in case.